Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: the pump was returned with audio settings set to alarm/error, warning, set to ¿vibrate¿, reminder, alert, audio bolus, and normal bolus set to ¿high.¿ the tdd¿s add up correctly and reflect the users programmed basal rates. The pump powers on with audible and vibratory features. When powering on the pump gives ¿cs069¿. The pump was unable to recover from cs69. The audible alarm feature was found to be functioning properly however due to the cs069 the actual audible alarm decibel reading could not be confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/26/2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter stated that the patient had a blood glucose (bg) of 45mg/dl with confusion. The patient was taken to the emergency room and treated with IV glucose and IV fluids. Customer support (cs) completed troubleshooting and the pump was set to no sounds. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in setting the pump to no sounds.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient setting the pump to no sounds).